Manufacturer narrative:
The device was returned to zoll medical for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, defibrillation cycling, and the environmental chamber without duplicating the customer's report. An internal inspection found no discrepancies. The analog board was replaced as a precaution. The analog board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test and displayed an "ECG fault 3" message. Complainant indicated that there was no patient involvement in the reported malfunction.